Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the broken fiber was confirmed. The shaft of the fiber body has been broken into two pieces. There does not appear to be any evidence of fiber use or burn-back at either break or the distal tip. The distal tip is fully intact, and the proximal handle does not have any visual defects. Based on the results of the investigation, the root cause of whether the damage occurred during packaging or unpackaging by the end user cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Fiber was broke when removed from the package.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, when the device was taken out of the package to use in an unknown therapeutic procedure, the device was found to be broken. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.